Event description:
Rptr implanted with silicone breast implants. She had pain from start. Left implant ruptured at some point (noted by dr at point of removal). Right bleed. Removal in 1992 as result of constant pain, rashes, chronic fatigue, joint pain & immune disorder. Attorney has implant.